Event description:
Customer reported that touchscreen was cracked. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, as the customer declined further communication with technical support.